Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported epithelial ingrowth observed at six weeks post lasik enhancement procedure of the left eye. Reporter indicated a flap lift and rinse was performed at three months post op. Patient reported decreased vision and halos. Upon follow up, reporter indicated this was a second flap lift enhancement for this eye, topical steroid eye drops were prescribed, and the patient issue has now resolved. The patient is doing well, but is continued to be monitored.